Event description:
A caller reported a cartridge alarm 20 that occurred during the load process. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl. As a corrective action, tandem technical support arranged for a replacement pump and instructed the customer on returning the problematic pump. The customer acknowledged understanding of the instructions and will use multiple daily injections as backup insulin therapy until the new pump arrives.